Manufacturer narrative:
This report is submitted on december 30, 2019.

Event description:
Per the clinic, the patient experienced sore and inflamed skin at the magnet site that was treated with a topical antibiotic. The implant remains in-situ.